Event description:
It was reported by service report that the left side rail does not lock in the upright position. It is unk if there was pt involvement or if there were adverse consequences to report.